Manufacturer narrative:
Cmp-(B)(4). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. It was reported that the revision happened due to patient fall. Therefore the root cause of the reported issue is attributed to patient activity/condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report(s): 0001822565-2017-08664, 0001822565-2017-08665.

Event description:
It was reported there was a possible revision due to a fall.